Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the axis for moving the upper jaw of the novostitch fractured in the body, it could not be manipulated. The broken piece could not be removed from the patient. It is unknown how the procedure was completed. A non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the externally communicating device is neither manufactured nor intended for implantation; and is not approved for long-term internal tissue exposure and long-term implantation data is not available. A photo of the of the device was reviewed and supports the reported breakage. Although unlikely, the potential for corrosion and local irritation/migration of the device fragments could not be ruled out. The root cause of the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Corrected data: d3 & g1 (manufacturing registered site). Fei number associated to this report should be (B)(4) instead of (B)(4).